Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis and elevated chromium and cobalt levels. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Intra-operative findings; the surgeon reported once entering the hip capsule he encountered a large amount of obvious metallosis and black stained capsular tissue. The femoral component was loose, however, there was no evidence of purulent infection or fractures. It was reported there were large areas of osteolysis across the femoral neck consistent with the patient's pre-operative radiographs (not provided). Metallosis and cystic lesions of the femoral head reportedly, were debrided by the surgeon. The acetabular appeared to be in a good position, although it was slightly medial without evidence of gross loosening. According to the surgeon¿s report there was some debridement of metallosis surrounding the acetabular component followed by a conversion to a total hip replacement. The laboratory results/histopathology reports were not provided for further assessment. The reported intraoperative findings confirmed metallosis of the left hip joint, loosened femoral stem, with marked osteolysis around femoral neck. However, without the x-rays, pathology report, and metal ions the source cannot be confirmed. The future impact to the patient beyond the revision cannot be determined. Additionally, the explanted device was not returned for evaluation and it cannot be concluded that the reported clinical reactions are associated with a mal-performance of the implant. No further clinical/medical assessment is warranted at this time. The intraoperative findings noted during the revision of the left hip maybe consistent with an adverse reaction to metal debris but unable to confirm based on the information provided. Without the supporting metal ion levels/pathology results, imaging, and/or the analysis of the explanted components, the source of the reported ¿metallosis¿ cannot be confirmed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of left hip was performed due to metallosis and elevated chromium and cobalt levels.